Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that there was foreign material in the jet tube of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown whether there was deviation from instructions for use in reprocessing steps for the location where the foreign material remained. Based on the results of the investigation, the foreign material was unable to be identified, and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): detection method is described in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.